Event description:
It was reported that, at implant of a new device, the patient with this chronic right ventricular (rv) lead was successfully induced into a fine ventricular fibrillation (vf). The fibrillation signals of the induced vf had low amplitudes, with some signals measuring as low as 0.03 and 0.44 mvolts. Some of the low amplitude signals were below the programmed minimum sensing threshold of 1.0 mvolts of the device, which resulted in intermittent undersensing and delayed initial detection of the vf. An external shock was required to convert the arrhythmia. Another device was implanted. At this time, the physician determined that the rv lead measurements were not optimal and elected to explant and replace this lead. No additional adverse patient effects were reported.